Event description:
Dentist indicated that locator abutment removed. An attempt to remove a broken locator screw was unsuccessful. Implant had to be removed as well.

Event description:
Dentist indicated that locator abutment removed. An attempt to remove a broken locator screw was unsuccessful. Implant had to be removed as well.